Event description:
It was reported that the implantable cardiac defibrillator (ICD) reached elective replacement indicator (eri) before 5 years. The ICD was explanted and replaced. It was also reported that post implant, the patient was feeling a "jolt sensation" in the patient's chest causing hiccups after the placement of a new left ventricular (lv) lead. It was noted that the patient was not stating the patient was getting shocked by the device. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.